Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uem0, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional (hcp) via the manufacturers representative (rep) reported that the implant was removed due to a pocket infection. The infection was identified at the time of examination. The lead was also removed. The issue was resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.